Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Although requested by tandem technical support, the customer declined to perform troubleshooting. Reportedly, the customer changed the pump supply or simply cleared the alarms and resumed insulin delivery. Customer's blood glucose level was 270 mg/dl.